Manufacturer narrative:
Based on the information provided, and as the fenestrated bipolar forceps (fbf) instrument was not returned for failure analysis, the cause of the reported issue is unknown. If additional information is obtained, a follow-up MDR will be submitted. Isi received a video clip related to the alleged complaint and . The following additional information was provided upon a review of the video by a clinical development engineer: in this video, we can see the force bipolar on universal surgical manipulator (usm) 1 being used to retract the peritoneum and grab onto an unknown structure while the monopolar curved scissors (mcs) on usm3 is performing some dissection on the unknown structure. At 0:05 in the video, we can see the user push the peritoneum down with the fbf wrist; the user then moves to grab the unknown structure with the fbf and see some peritoneum caught in the wrist. The user proceeds using the mcs for dissection until the 0:33 mark of the video. When they go to regrasp with the fbf, the caught tissue is pointed out by a user on another console. The user then uses the mcs to cold cut the stuck tissue, and the fbf is freed at the 0:47 mark of the video. There is no resulting bleeding or injury seen on the video. A log review revealed that the surgeon performed two inguinal hernias on (B)(6) 2022. It is unknown which procedure was related to the reported event. The force bipolar part number 471405-06 lot number k10211206-0051 was used in the first procedure. The instrument was used in subsequent procedures. The force bipolar instrument part number 471405-06, lot number k10210921-0118, was in the second procedure. The instrument was in its last use, and site reviews have shown no complaints were filed against it. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted inguinal hernia procedure while using the force bipolar forceps instrument, tissue got caught in the instrument's wrist. Medical intervention may be required if a moving instrument mechanism within an instrument entraps tissue and causes damage. At this time, it is unknown what caused the device entrapment issue to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted inguinal hernia procedure while using the force bipolar forceps instrument, tissue got caught in the instrument's wrist. Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: he stated he had discussed this issue with the surgeon. The tissue stuck between the wrist and the shaft was the peritoneum. The surgeon used the monopolar curved scissors instrument to release the tissue. Although the tissue was not planned to be cut, no repair was warranted. The surgeon continued using the force bipolar instrument to complete the procedure.